Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a sticky trigger, unusual sound and a worn coupling head. Therefore, the reported condition was confirmed. It was determined that the sticky trigger was due to debris buildup. It was determined that the unusual noise was due to worn bearings. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing it was discovered that the small battery drive device had a sticky trigger. This event was not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.